Event description:
Boston scientific received information that during a follow up loss of capture and high thresholds were noted on this right ventricular lead. A lead dislodgement was alleged. A repositioning procedure had been scheduled. No adverse patient effects were reported.

Manufacturer narrative:
A revision procedure took place and this lead was successfully repositioned. The lead remains implanted.